Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's intraoperative nursing, anesthesiology notes and implant report only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is per the attorney's report and limited medical records provided to davol by the patient's attorney: (B)(6) 2002 - the patient underwent a two part procedure including placement of ureteral catheters under cystoscopy, laparoscopic vaginal hysterectomy with implant of a bard/davol composix mesh during a burch procedure, lysis of right colon and abdominal wall adhesions, rectocele repair and bilateral ovary removal to treat pelvic organ prolapse and stress urinary incontinence. Per implant op report, "approx 5/8 inch x 3 1/2 inches was secured with non-bard/davol tackers. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Not returned to manufacturer.